Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
Additional point of contact (B)(6), department: biomed, occupation: administrator/supervisor. It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involvement. The fse resolved the issue by replacing the drive manifold (0104-00-0031) and successfully completed an all manifold test. The fse performed all functional and safety checks to meet factory specifications. The unit was calibrated and passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat dept. Verified the failure of vacuum leak differential test with results of 27 mmhg . (K7 leaking) specification is 25mmhg. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.